Event description:
It was reported that it was a surgical delay, exact minutes are unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. The investigation of the complaint articles has shown that: the described failure of the device was replicated. Probable cause was that lock of service of the adapter for rdl, and the radiolucent drive lead to the abnormal rotation of the drill. A service of the two devices is strongly recommended. Furthermore, the drill should be replaced (sold 2011/2012) to ensure the correct function of the device. The warranty is expired. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it was reported during an operation for a humerus proximal fracture case that during use of retrograde femoral nail, the radiolucent was attached with trs for distal locking. The surgeon pushed the trigger of trauma recon system, and found that the rotation of drill was not normal and the radiolucent itself was the one rotated. This event occurred during surgery, no surgical delay was reported or patient harm. It was report no residue was left in the patient. This is report 1 of 2 for (B)(4).